Event description:
The customer was hospitalized for dka. It was indicated that the customer was vomiting and had diarrhea. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. The customer indicated that the alarm history shows multiple alarms. The customer did not change the set and continued to run high bgs. Instructed the customer to change the set and take a manual injection per md protocol. Explain to the customer the two high bg rule. Advised the customer that the device was operating as designed and does not need to be replaced.